Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently died. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment details were not reported. Two days after hospitalization the patient passed away. It was not reported if the patient was recovered from the peritonitis event prior to death. The cause of death was reported as peritoneal infection. It was not reported if an autopsy was performed. Dianeal therapy remained ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.